Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the leak was noted between the luer connection of the injector and tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer returned locking injectors under prs (B)(4) and (B)(4) to our facility in spain, along with the connector tubing for this complaint. The tubing connector was discarded after investigation and could not be forwarded to the facility for testing. The issue of connection issues and leakage were confirmed, in one of the two reported incidents. The connector was not properly attached to the n40-o locking thread, which resulted in the leak. There are no other available details. Without more details, the root cause for the leak could not be determined. A device history record review could not be performed because the lot number is unknown.